Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.

Event description:
During the procedure for lateral fibula surgery, 2 cortical screws broke during implantation. Both remain in the patient's bone and could not be removed. This issue caused a 40 minute procedural delay. This report is related to report number 3025141-2022-00053 which is on the other screw involved in this event and report number 3025141-2022-00055 which is on the plate used in this event.

Manufacturer narrative:
The returned 2.7mm x 10.0mm locking cortical screw was examined visually under magnification. The fracture appeared to have occurred at the end of the fourth complete thread. The surface of the fracture site appeared to be dull/matte and grainy, indicating a ductile fracture. The screw head hex recess was intact, with a few scratches at the top surface. The fractured surface was noted to be consistent with a torsional failure as the surface was diagonal to the screw axis. Functional testing was performed. A 2.5 mm hex driver was able to be inserted into the hex recess for both screws. Testing of the screw's application could not conducted due to the aforementioned damage. No definitive conclusion on the cause of the incident could be made.